Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was replaced and adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that there was no video on the monitor during fluoroscopy. There is no report of injury associated with this event.